Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was approximately 40 mg/dl while she was at work. She treated by eating something. Troubleshooting was declined for the low blood glucose as the customer already knew why her blood glucose had dropped. The insulin pump was not returned or replaced.